Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusion - according to the gore dryseal sheath with hydrophilic coating instructions for use (IFU) states adequate vessel access is required to introduce the sheath into the vasculature. Careful eval of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the pt, including death, may result.

Event description:
On (B)(6) 2013, the pt underwent an endovascular procedure with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt had slight tortuosity and heavy calcification in the iliac arteries. Left external iliac artery measurements at the smallest area was approx 6.4 to 6.5mm. At the beginning of the procedure, the physician was inserting the gore dryseal sheath (dsl 1828/11159476) into the left external iliac artery. The physician felt some resistance upon advancing the sheath but continued. It was discovered that the iliac artery ruptured. Blood loss was minimal. Two gore viabahn endoprostheses were used to repair the iliac artery. The pt tolerated the procedure.